Manufacturer narrative:
Physio-control further evaluated the customers device and the digital pcb assembly was determined to be the cause of the reported issue. No further root cause could be determine. The device was destructively tested.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon physio evaluation the device was observed beeping, with on button lit and shock button lit and unable to power off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon physio evaluation the device was observed beeping, with on button lit and shock button lit and unable to power off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.